Event description:
The consumer was sitting on the 91-2 shower chair, when the leg allegedly bent, causing the consumer to fall. No injury is alleged.

Manufacturer narrative:
(B)(6) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.